Manufacturer narrative:
Patient information was not provided. The model and serial number of the involved device have not been disclosed by the facility. This information will be provided in a supplemental report if and when made available. The serial number has not been provided, so the manufacture date is unknown. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5059467) on february 12, 2016 stating that blood cultures identified a mycobacterium abscessus infection in a patient after undergoing heart valve placement surgery in 2014 that involved a sorin heater-cooler system 3t unit. The patient remained hospitalized following the procedure and experienced numerous complications including respiratory failure, gastrointestinal bleeding, pneumonia, uti, bowel perforation and renal failure. The patient succumbed to the progressive illness in 2015. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a user medwatch report (mw5059467) on february 12, 2016 stating that blood cultures identified a mycobacterium abscessus infection in a patient after undergoing heart valve placement surgery in 2014 that involved a sorin heater-cooler system 3t unit. The patient remained hospitalized following the procedure and experienced numerous complications including respiratory failure, gastrointestinal bleeding, pneumonia, uti, bowel perforation and renal failure. The patient succumbed to the progressive illness in 2015.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer was contacted several times, but no further information was received. If any additional pertinent information is provided, it will be provided in a supplemental report. Fsca 9611109-06/03/15-002-c was sent out in june 2015 to inform our customers about the updated instructions for use regarding water management and disinfection procedure.